Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The spouse of a customer reported via phone call of having high and low blood glucose of 15 to 400mg/dl. Customer also had issues with uploading to carelink. The spouse was advised to have the customer call with the pump to further troubleshoot. No further details given.